Event description:
It was reported by the clinician that when the pt was turned on their side, the bandage was wet and loosened from the skin. When the catheter was removed it separated; the outer sheath and spring wire guide came apart. The pt still has approximately a 10cm piece of plastic sheath left in the epidural space. Pt has elected to have the piece surgically removed.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.